Event description:
Patient revised due to osteolysis and polyethylene wear.

Manufacturer narrative:
Visual examination of the returned device confirms wear of the poly material. There is nothing that appears excessive regarding the wear found, however, a conclusive determination is not possible as the date of implantation is not known. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error regarding the report. Based on the investigation, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.